Event description:
The complainant reported that they were unable to flush through the catheter after it developed a kink. The catheter was removed without further incident and replaced with another catheter. It was noted in the complaint that the pt had a tortuous vessel.

Manufacturer narrative:
The actual device was evaluated. Visual exam of the device confirmed a diagonal fold/flattened area and a twist in the catheter shaft approx 32cm from the strain relief. A review of the lot performance data revealed that all test samples met the in process performance criteria. The complaint history log was reviewed. No additional complaints were filed for this lot number. Merit is unable to determine root cause and will continue to monitor for developing trends.